Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
On (B)(6) 2014, the patient's wife reported the infusion sets have leaked insulin near the connector. The infusion sets are expired. The patient experienced hyperglycemia of 371 mg/dl as a result, and his target blood glucose is around 100 mg/dl. He changed the infusion set to treat hyperglycemia. The infusion sets were requested for evaluation.